Event description:
It was reported the "surgeon tested the panta device for nail fixation on the back table prior to surgery and it appeared that everything lined up properly. During surgery the surgeon experienced difficulty targeting the calcaneal screws, compression rod and tibia screws. The surgeon used a synthes reamer that collected bone graft and it was reported he over reamed the tibia." The surgery was delayed by 3 hours. There was no reported injury to the patient.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.